Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt reported she cut through her quinton catheter with scissors, which resulted in peritonitis. The pt required antibiotic therapy.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.